Event description:
Add'l info rec'd from MFR 4/2/04: the customer reported that over a 3 day period in december 2003, the pharmacy technician experienced 8 leaking eva formulation clearchoice-dcb dual chamber mixing containers, 3 liter size (catalog number usc3022, lot 3/50646) during the filling process. The containers were all received in the same shipment to their facility; there was no visible damage to the case when the product was received. The leak was described as a tiny slit in the upper left corner of the bag found during the preparation phase of admixing. None of the 8 bags were sent to pts. Review of the complaint history for this particular customer, found no other reports submitted for issues with the eva formulation clearchoice-dcb dual chamber mixing containers. Three bags were returned for eval on january 12, 2004. The units were forwarded to the manufacturer, for evaluation on january 13, 2004. Two bags were confirmed to have a tiny slit in the upper left corner of the bag when it is folded, near the parting rod that divides the two chambers. Leaks were detected at these locations in the first two units. The third unit had no defects or leaks. Further analysis at the site of leakage detected a hole made on the film just below the parting line. The holes are piercing scratches that were made on the upper film layer. There is no other material or sign around the holes that could aid in determination of how they were created. The lower film layer is not marked or damaged. Due to the consistency of the eva material, stedim has relayed that these holes can only be made with an external object. Stedim's investigation proceeded with attempts to duplicate the damage to the returned units. Several trails were performed using the parting bar and rubbing it hard on the film. The same type of slit or scratch was reproduced using a lateral movement of the bar, or a solid object, pushing against the film. In order to pierce only the upper film layer, the movement of the object was lateral (side to side). This could not be duplicated using a vertical, compressive movement. The manufacturer performs 100% air leak testing during the manufacturing process to ensure the bag's integrity. The customer reported there was no damage to the case in which the product was received. This eliminates the hypothesis that damage during transport may lead to this type of defect. MFR believes, based on the trials performed, that the bags were damaged during handling. This damage can only be re-created using a heavy lateral movement with a solid object. The investigation was unable to determine the exact origin of this isolated event. Review of history files for other reports citing lot 3/50646, found this to be the first report citing this lot, and no other reports have been received to date. Additionally, no similar reports have been received citing any other eva formulation clearchoice-dcb. Dual chamber mixing containers. This product lot was released in 2003. Review of the current stock for this catalog item, usc3022, found the reported lot has been fully distributed. Review of the customer shipments indicates as of march 12, 2004, a total of 160 cases of product have been distributed to 26 customers. The last date this product was shipped was in january 19, 2004. This specific customer received 10 cases (490 units) in november 21, 2003. The info supplied by the customer, and the review of the product history as well as the history of the batch indicates this problem was isolated to bags received by one customer in one specific shipment. Additionally, in telephone conversation with the reporter of the incident it was relayed they have not experienced any other issues with leakage in these containers. This info leads MFR to determine that the events described in the medical device report are not attributable to the device, but to handling of the device.

Event description:
Eight dual chamber mixing container's have leaked during the preparation phase. No bag has gone to a pt. There seems to be a tiny slit in the bag in upper left corner.